Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she took two manual injections prior to hospitalization. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time.